Manufacturer narrative:
A review of the finished device lot history record (lhr) did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: recovery issue. Time of malfunction: during procedure. Symptoms/ae:none. It was reported that during a left internal carotid artery stent procedure, the flexible tip recovery catheter was unsuccessful in retrieving the filter basket. The shapable tip catheter was successfully used. There was no reported patient consequence. No additional information available. Study event.